Event description:
Initial results for a patient total protein and albumin were 2.3 g/dl and 4.9 g/dl respectively. When repeated, the result were 5.7 and 3.1 g/dl. The incorrect results were not reported. The field service representative found the sample probe was misadjusted and repaired the instrument.